Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope's biopsy channel was burnt. There were no reports of patient involvement.

Event description:
No additional information.

Manufacturer narrative:
Updated fields: h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure biopsy channel burn confirmed the camera cover was burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the probable cause is: that although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by following the IFU which states: gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope, gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.